Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, the receiver had no vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no vibration could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and failed due to vibrator test and accelerometer test failed. Audio\vibration test with global receiver communication tool test was performed and passed. Manual try-it audio\vibration testing was performed and failed. The receiver was opened and an internal visual inspection was performed and passed. A speaker audio intermittent test was performed and passed. A vibrator intermittent test was performed failed. Speaker resistance was measured and was within specification. Vibrator resistance was measured and failed. The allegation was confirmed. The probable cause was determined to be a defective vibrator motor. No injury or medical intervention was reported.